Event description:
It was reported during in clinic follow up that the atrial lead exhibited high pacing impedance and a drop in p-wave amplitude. Fracture was suspected. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.